Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('loss of blood despite menopause'), fatigue ('chronic fatigue requiring several leaves of absence from work') and uterine polyp ('nodules on the endometrium') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), auditory disorder ("hearing problems"), visual impairment ("sight problems"), arthralgia ("joint pain"), tooth disorder ("dental issues"), sleep disorder ("sleep terribly disturbed"), urinary incontinence ("urinary incontinence"), abdominal pain upper ("gastric pain"), flatulence ("flatulence"), hot flush ("sudden hot flashes"), paraesthesia ("tingling in the extremities"), muscle spasms ("muscle spasms") and gait disturbance ("difficulty walking for a longer period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (the removal of implants was scheduled for (B)(6) 2019) and required intervention on (B)(6) 2019. At the time of the report, the genital haemorrhage, fatigue, uterine polyp, auditory disorder, visual impairment, arthralgia, tooth disorder, sleep disorder, weight increased, urinary incontinence, abdominal pain upper, flatulence, hot flush, paraesthesia, muscle spasms and gait disturbance outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, auditory disorder, fatigue, flatulence, gait disturbance, genital haemorrhage, hot flush, muscle spasms, paraesthesia, sleep disorder, tooth disorder, urinary incontinence, uterine polyp, visual impairment and weight increased with essure. The reporter commented: various treatments for sleep or for fatigue without results. Intervention on the endometrium in (B)(6) 2019. Several leaves of absence from work with treatment without improvement. Actions taken to treat the patient in the healthcare establishment: the removal of implants was scheduled for (B)(6) 2019, but the doctor said he cannot remove them completely, there will necessarily be a small piece that will stay and in his opinion it is without impact. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.